Manufacturer narrative:
The suspect communication cables were returned to the manufacturer and found fully functional during testing. Unable to replicate event. Therefore, root cause cannot be determined.

Event description:
A medtronic representative reported a stealthstation s7 system camera that was power cycling. After a re-boot the system remained powered on. No patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic representative, at the site, continued to trouble-shoot. After replacing both the usb and scu cables, the camera cycling stopped. No further issues have been reported. Replacement scu to I/o hub cable shipped to site (B)(6) 2013. Replacement usb-a to usb-b cable shipped to site (B)(6) 2013. To date, suspect devices have not been returned to manufacturer for further evaluation.